Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one nexiva catheter assembly and one 5 ml posiflush syringe. Upon visual inspection of the catheter, no damage or defects were observed. A leak test was preformed using the provided posiflush syringe and leakage was observed at the nose of the adapter, confirming your reported issue. Microscopic examination revealed that the catheter was damaged, allowing the leakage to occur. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: on the night of july 6th, it was found by a night shift nurse of pediatric newborn department. After puncturing, the nurse found leakage at the catheter joint when she was placing the patch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: on the night of july 6th, it was found by a night shift nurse of pediatric newborn department. After puncturing, the nurse found leakage at the catheter joint when she was placing the patch.